Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is contributed to "component failure". While the patient was in the wheelchair the left side drive wheel detached from the device. The patient was not injured in the event. The wheelchair was evaluated and the main hub bolt loosened and backed out, allowing the drive wheel to slide off the drive motor shaft. This is a known issue that has since been corrected. The failure was linked back to the supplier and related to an assembly error installing the wheel hub to the drive motor shaft. The risk for this failure to occur is low and the likely hood of injury to occur is also very low. Due to this known repeat failure mode, a CAPA has been opened by our parent company. Upon completion of the CAPA, if further corrective action is required for this wheelchair this case will be re-opened and a follow-up MDR will be submitted. The spare parts necessary for the repair have been supplied and the wheelchair repaired and returned to the patient. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Reports that the left drive wheel assembly detached from the wheelchair. It was discovered that the main hub bolt had backed out. No injuries have occurred.